Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).

Event description:
It was reported that the pt during removal of the lead, the distal tip snapped off at the level of the proximal tines and remained in the pt. Additional info was requested.